Event description:
Customer states that she received a result of 298mg/dl and after coding her device to a new vial of strips received a result of 47mg/dl. The results were obtained within 10 minutes of each other on the same device. Customer also reports that she went to the hosp after obtaining these results due to the varied results. She states at the hosp, her device read 308mg/dl while the hosp device read 41mg/dl. Customer states that the vial of strips that produced the high results has been disposed of. Customer was treated with juice and food. No quality controls were used. Requested return of supsect device and replacement was sent.